Event description:
It was reported that balloon rupture occured. The 80 percent stenosed target lesion was located in a moderately calcified and moderately tortuous vessel. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilation. However, during the first inflation at 24 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a new 6.0 x 100 mustang balloon and the lesion was successfully dilated. There were no patient complications nor injuries were reported.